Event description:
Date of event: the event date is unknown. The event was in (B)(6) 2020. Procedure performed: laparoscopic right colectomy. Event description: complaint based on medwatch report # 2600320000-2020-8073 received via mail 13oct2020: "trocar had hole in balloon prior to use." Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience balloon leakage. Engineering observed that the event unit was leaking from holes in the balloon. Scratches were also observed on the cannula and the balloon. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument or object that came into contact with the balloon. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines, and during secondary port placement." Balloon leakage is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up the medwatch # 2600320000-2020-8073.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow up medwatch # 2600320000-2020-8073.

Event description:
Date of event: the event date is unknown. The event was in (B)(6) 2020. Procedure performed: laparoscopic right colectomy. Event description: complaint based on medwatch report # 2600320000-2020-8073 received via mail 13oct2020, "trocar had hole in balloon prior to use." Patient status: no patient injury indicated.